Event description:
It was reported that the user received alert 38 indicating a motor stall when attempting to rewind the pump, consistent with a failure to infuse and implicating the motor component; a replacement was arranged. Symptoms included insufficient information regarding clinical effects. Outcomes included insufficient information regarding patient impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified in conjunction with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.